Manufacturer narrative:
Additional information: complaint allegation is confirmed. One unpackaged ar-12990 knee scorpion batch number: 12260438 was received for investigation. Visual evaluation of the returned device noted wear and tear to the device with superficial scratches and nicks observed. Functional testing was performed by actuating the returned device and it was found that the jaws would not open and close as intended. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 09-dec-2020. Refer to investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/29/2025, a sales representative reported via (B)(4) that an ar-12990 knee scorpion jaw would not open or close. Another device was swapped, and the case was completed without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was received on 02/03/2025: the scorpion needle that was used is unknown. It was taken out of the complaint device and used on the backup ar-12990 knee scorpion, which completed the case without issues. There was no case delay, and no added anesthesia was administered to the patient. No photos were taken. This occurred during a meniscal root repair procedure on (B)(6) 2025.